Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens was brittle. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5., d.10., h.6. And h.11. Based on information received following submission of the initial report, no further reports are required. The complaint description (lens was brittle upon opening with no patient contact) does not meet the criteria for a reportable malfunction as per the definition. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating lens was brittle upon opening with no patient contact.